Event description:
It was reported that noise was observed on the ventricular channel. Noise was not reproducible with pocket manipulations. The episodes were reviewed and it was determined that the noise appeared to be a lead problem. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that only pace/sense portion of the lead was capped and replaced. Svc coil and rv coil was reused. Fracture was noted on x-ray on pace/sense portion of the lead.